Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 350cc saline breast implant, catalog # 3501655, sn (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced deflation on the left breast implant. As a result, the patient will undergo removal of the implant on (B)(6) 2018.

Manufacturer narrative:
Mentor received additional information indicating that the patient underwent bilateral removal and replacement with saline mentor breast implants of unknown type. It was reported that a 38 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced deflation on the left breast implant. As a result, the patient underwent bilateral removal and replacement with mentor saline breast implants of unknown type on (B)(6) 2018. The devices were returned to mentor without fluid and without any foreign material inside or the shell surfaces. In device a, the mentor product analysis lab discovered a rent measuring approximately 0.4 cm within a crease on the anterior aspect and on device b was observed a rent measuring approx. 2.5 cm running from anterior aspect to posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture were found on the devices. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating that the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 350cc saline implants, catalog # 3501655, (B)(4). (B)(4).